Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was diagnosed with bacteremia related to long intensive care unit (ICU) stay which was diagnosed through standard diagnostics with blood cultures. The patient was given antibiotics but passed away on (B)(6) 2022 due to the infection. An autopsy was not performed, the device will not be returned for evaluation and it was not provided whether the outcome was device or therapy related.

Manufacturer narrative:
Section h6: health effect - clinical code: 4846 - bacteremia . Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.